Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel perforation occurred requiring additional intervention. The lesion being treated was a heavily calcified, chronic total occlusion (cto) located in the posterior tibial artery which demonstrated a 2.0mm reference vessel diameter (rvd). Access to the lesion was difficult to establish with a regular 0.014" wire guide and the physician achieved success by passing an astato 30 wire from a contralateral approach down a collateral vessel to the level of the proximal pt artery. The astato 30 wire was exchanged for the 0.014" wire which was directed through the quick cross catheter. It was observed to traverse the tortuous lesion in the pt artery and then advance very easily down to the level of the medial malleolus. The quick cross catheter was then advanced over the astato 30 wire down to the level of the medial malleolus. The astato 30 wire was again exchanged for a regular 0.014" wire and the quick cross catheter was withdrawn. A 6f raabe sheath was used and the 1.25s oad was maneuvered to what was thought to be the origin of the proximal right pt artery cto. A low speed (60k rpm) rotation was initiated and the device was then slowly advanced distally at which time it stopped. The oad was removed and an angiogram performed through the raabe sheath. Extravasation of contrast was noted from the pt artery in the region of the tortuous stenosis. The physician was concerned that the guide wire had traversed the artery into a side branch or perforated the wall of the artery. The quick cross catheter was maneuvered to the level just above the perforation. The 014" guide wire was exchanged for a prowater guide and the physician attempted to cannulate the pt artery just beyond the perforation, but this was unsuccessful. Proximal control was achieved with the use of a 2x30 coronary balloon. Heparinization was continued. The physician consulted with one of his partners who then scrubbed in to assist in the case. Attempts were made to distally cannulate the pt artery with ultrasound guidance, but the heavy calcification made it impossible to cannulate the artery and pass a 0.14" guide wire. The pt continued to have flow down the peroneal artery and also via collaterals into the at artery; therefore, the perforation was controlled proximally by coil embolization of the pt branch at the level of the perforation. The pt status remained stable during and at the completion of the procedure. Brisk capillary refill was noted in the right foot and continuous-wave doppler signal demonstrated a good dorsalis pedis signal. At the time of discharge the next day, the pt's lower extremity perfusion was adequate with 2-second capillary refill in the toes.

Manufacturer narrative:
(B)(4).